Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found both cuffs inside the foot pockets, the suture knot was unraveled, the link was slack, and the needle plunger was outside the device. The device indicated that the needle plunger was retracted prior to deploying the needles. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The anterior cuff successfully captured the needle during plunger reinsertion. Based on the investigation findings, the device was partially deployed due to an incorrect deployment technique. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the foot was deployed, the plunger was backed out. The plunger was pushed back in to complete remaining steps; however, when the plunger was pulled out the needles presented without the sutures or links attached. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, additional information was not provided.